Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that after a successful call, the autopulse® platform displayed a "system error-out of service, revert to manual CPR" message that could not be cleared. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and the motor cover and encoder cover were found to be damaged. From the condition of the platform, the damages appeared to have been caused by normal wear and tear. Functional testing was performed and the reported complaint was observed. The platform displayed an error 132 (internal watchdog timeout), system error-out of service message upon power up. A cause for the system error could not be identified. The fault was cleared and the power was cycled three times (i.e., platform powered on and off three times) without the fault reoccurring. Following clearing of the fault, the device passed testing criteria. The archive file did not show the reported error 132 occurring on the reported event date of (B)(6) 2014, but rather on (B)(6) 2014. Based on the initial investigation, the parts identified for replacement were the motor cover and encoder cover. In summary, the reported complaint was confirmed based on functional evaluation as well as archive review. A cause for the error could not be identified.